Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer filled the cartridge with 200 units of insulin, and received an initial, accurate fill estimate of over 60 units in the cartridge. Several hours later, after delivering 10 units of insulin, the customer received an inaccurate fill estimate as the insulin gauge displayed 105 units. The customer's blood glucose level was 170 mg/dl. The customer reloaded the cartridge during a follow-up call, and received an accurate fill estimate, and resumed insulin delivery.